Event description:
It was reported that the bd luer-lok had visible droplets in the syringe. The following was provided by the initial reporter: "they are concerned with the quantity of lubricant in the syringe is elevated especially for peds patients." The following information was received on 11/23/2023, translated from french to english: has the patient/caregiver suffered any harm? None, since the caregiver was vigilant and the defective material was intercepted before use. Can you send photos and/or videos showing the product deviation? This is a 3 ml syringe with clear viscous liquid attached to the black plunger and tip. Did the incident require any medical and/or surgical intervention (imaging tests, surgery, administration of medication, etc.)? No intervention other than the submission of a complaint, as a total of 3 defective syringes have recurred in the last few days. The error was intercepted before the material was used on the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No samples or photos received for investigation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number.

Event description:
Additional information has the patient/carer suffered any harm? None, since the caregiver was vigilant and the defective material was intercepted before use. Can you send photos and/or videos showing the product deviation? See attachments. This is a 3 ml syringe with clear viscous liquid attached to the black plunger and tip. Did the incident require any medical and/or surgical intervention (imaging tests, surgery, administration of medication, etc.)? No intervention other than the submission of a complaint, as a total of 3 defective syringes have recurred in the last few days. The error was intercepted before the material was used on the patient.